Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of diopter -9.5 was implanted into the patients right eye (od) on 07/nov/2018. The patient refractive change over time. On 11/jan/2023 the lens was exchanged for the same model/length lens and the problem was resolved. Status of the eye: "patient is happy". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vicm513.2 implantable collamer lens of a -9.5 diopter, was implanted into the right eye (od) of a patient on (B)(6) 2018. On (B)(6) 2022, refractive change over time was observed. Cause of the event is unknown. Reportedly, "asking for exchange becuase of myopicization of -1.00. Sizing is ok." Planned exchanged for (B)(6) 2023. H6: work order search: no similar complaints found with associated lots. Claim# (B)(4).

Manufacturer narrative:
Corrected data supp1 g3: (B)(6) 2022. Claim# (B)(4).

Manufacturer narrative:
B1: product problem. B2: entry should be blank/void. Claim# (B)(4).

Manufacturer narrative:
Pt. Info:unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon observed refractive change over time in the patient's right eye (od).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and reside/debris on product. Visual inspection found no visible damage, but residue and debris on footplate/haptic of lens. Claim# (B)(4).